Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to low vault. The lens was repositioned, but this did not resolve issue. The lens was later intraoperatively removed and replaced for a longer length lens implanted vertically and the problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
H3: lens was returned dry with residue/debris on the product in a microcentrifuge vial. Visual inspection found a haptic broken and bent lens. Dimensional inspection found lens manufucatured within specifications. (B)(4).